Manufacturer narrative:
The alleged event is not confirmed. The complaint sample was not returned to the plant for investigation. Cause of the event appears to have been user error. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported a drain complication during drain one of his dialysis treatment. The patient observed that the patient line was not fully connected and it came loose and fluid leaked from the patient's peritoneal catheter. Follow up with the patient indicated that the patient did not notify the clinic of the alleged event and there was no complications and medical intervention. The patient reported that the cause of the disconnect may have been the patient not tightening the connection sufficiently.